Event description:
The rear castor is broken. The broken fork was found when the product was returning to the tech aid centre. Nothing has happened to the enduser or others

Manufacturer narrative:
The jazz is the same/similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).